Event description:
The customer's wife stated that the customer was treated by paramedics due to hypoglycemia. The customer's wife stated that the customer swerved to avoid hitting a dog and was in an accident; since the accident, the customer's wife stated that the customer has had multiple episodes of low blood glucose levels. Troubleshooting was performed, and the insulin pump was programed and reading the reservoir volume correctly. However, a discrepancy was found between the amount of insulin delivered via bolus and basal and the amount of insulin recorded as the daily total. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.